Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that removal/replacement was planned but had not been scheduled, this would be done based upon patient and physician availability. The lead remained in the patient at the time of the report, as such it was not available for return.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va0fc4n, serial#, implanted: (B)(6) 2021, explanted: product type lead . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot#: va0fc4n, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient came in for a battery replacement. The physician tried to unscrew the battery from the lead but was not able get the torque wrench to latch onto the screw. They attempted to dig out the screw using other instruments. Once the physician was able to remove the battery, we noticed that the lead was stripped. It is unclear if the lead coating was stripped before the procedure began or during the attempt to remove the lead from the battery. The physician attempted to place a new battery onto the lead, but the lead was too unstable/flexible to advance. At that point, the physician decided to abort the procedure and schedule a full revision on a later date. The lead was placed back into the battery pocket without a battery attached, and the pocket sewn up until the next procedure could be scheduled. An attempt to connect the new battery was made, but the lead would not advance into the new battery. The physician will discuss a revision or lead removal with the patient for a future date after further medical clearance. The patient was made aware of the situation and would like to move forward with a lead revision. The patient did not experience any symptoms. The issue is resolved at the time of this event.